Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply was checked, and the brightness, contrast, and sizing were adjusted. The system was tested and operates as intended.

Event description:
The customer reported the stenoscop system intermittently displayed poor quality images and the live monitor shut down. No patient injury was reported.